Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod between 4 and 4 hours their blood glucose level rose to 280 mg/dl. It was reported that the cannula had partially retracted. As treatment, the patient administered correction boluses of insulin.

Manufacturer narrative:
The returned device was evaluated and blood was observed on the adhesive pad of the device. Device was returned deployed and with the pink slide insert observed through the viewing window. Formed needle was properly seated in the slide insert. Investigation of the device found the soft cannula to be damaged and shortened. It could not be determined how and when the damage occurred. Leak test was not able to be properly conducted since the complete fluid path was not able to be tested. Formed needle was inspected for any defects and no issues were found; cause of the bleeding could not be determined. The download data indicates that the pod completed both its first and second priming sequences; device ran for 168 pulses. The cause of the reported needle mechanism failure could not be determined.